Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0lfkh , implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n va0lfkh) showed that the outer insulation and all conductors were broken 4.6cm from the distal end.

Event description:
The consumer via the manufacturers' representative (rep) reported that the patient had complete symptom return around (B)(6) 2015. The rep just learned about the patient on (B)(6) 2016; the day of the procedure. The lead had all impedances >4000 ohms on every lead. It was noted that the patient lost a significant amount of weight after implant. There was no diagnostics/ troubleshooting performed. The lead was replaced. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.